Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: the safety mechanism is not functioning properly. You have to push very hard to engage the needle retraction safety feature, the needle retracts slowly, sometimes gets caught in the catheter ½ way, or doesn¿t retract at all. This is an ongoing concern for my staff and the patients. Last week an employee reported an issue with lot #5017998. I tested several of these again and found the same concerns as noted above. There appears to be an ongoing issue with the production of these IV¿s effecting the function of the safety mechanisms- retracting needle. The report made is regarding lot 5017998 which was the current lot in use. Out of 6 catheters tested one operated as expected, 4 the safety was difficult to press down, and the needle was slow to retract.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed.

Event description:
No additional information.